Event description:
It was reported on the death certificate that the patient died on (B)(6) 2010. The cause of death was "cardiac collapse" with other significant conditions being congestive heart failure and prior closed head injury. Follow up with physician reported cause of death was cardio-pulmonary arrest, unrelated to pacemaker. The circumstance of death were end stage cardiomyopathy/chf, obstructive sleep apnea with cardio-pulmonary cheyne-stokes respiratory pattern. Patient was last seen 2 days before death with last pacemaker check 4 months before that at which time pacemaker was properly functioning. Further reported that the death was not related to the device or lead system, patient was not pacemaker dependent, and no autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary -I(B)(4) no anomalies found, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Event description:
Asku

Event description:
Asku

Event description:
It was reported on the death certificate that the patient died on (B)(6) 2010. The cause of death was "cardiac collapse" with other significant conditions being congestive heart failure and prior closed head injury. Additional information has been requested and not received.